Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed that the incoming line power was lost at the incoming line fuse. The fuse was open. They replaced the fuses and installed an inrush suppressor. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was displaying no line power. No patient was present at the time of the event.